Manufacturer narrative:
The device was not returned to olympus for evaluation and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified in investigation results: the cutting wire was broken (sparks occur). Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sphincterotome knife was broken during energization during a therapeutic procedure of endoscopic thoracic sympathectomy (est), during sedation while device inside the patient. The procedure was completed using a similar device. There was no delay and no report of patient harm.